Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the device broke. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken free from the shaft. The shaft of the drill is bent. The break area is splayed in a manner that is consistent with drilling over a bent guide wire.